Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that had an event of red screen error code 45984 that occurred during pre-test and no known patient/clinical harm.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to determine that the defective main board was the root cause. The main board was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.